Event description:
It was reported that the field representative was contacted by the health care professional (hcp) who reported that the patient with this implantable cardioverter defibrillator (ICD) system had received inappropriate anti-tachycardia pacing (atp) burst due to t wave oversensing on the right ventricular (rv) lead. Technical services (ts) was consulted for further review of the stored episode. It was noted that the rv lead is a non-boston scientific lead. Ts reviewed the provided data and confirmed the inappropriate atp. Ts also noted that the patient appeared to have high sinus rates and a decrease in r wave amplitudes. Ts discussed possible findings with the field representative and recommended an in person visit for further evaluation. Subsequently, the field representative reported that the physician will reprogram the device settings and will continue to monitor at this time. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up visit, the ICD system was evaluated, and the lead measurements were found to be normal with good sensing measurements. It was noted that the patient had a history of inappropriate therapy caused by t wave oversensing with a previous device system. The clinic attempted to recreate the issue; however, were unable to. Xray images were taken. The images showed the non-boston scientific rv lead in position but with a slight slack. The clinic attempted to recreate the problem but were unsuccessful and cannot confirm if the slack observed on the xray is contributing to the issue. The physician reprogrammed the device settings. At this time, the ICD and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative was contacted by the health care professional (hcp) who reported that the patient with this implantable cardioverter defibrillator (ICD) system had received inappropriate anti-tachycardia pacing (atp) burst due to t wave oversensing on the right ventricular (rv) lead. Technical services (ts) was consulted for further review of the stored episode. It was noted that the rv lead is a non-boston scientific lead. Ts reviewed the provided data and confirmed the inappropriate atp. Ts also noted that the patient appeared to have high sinus rates and a decrease in r wave amplitudes. Ts discussed possible findings with the field representative and recommended an in-person visit for further evaluation. Subsequently, the field representative reported that the physician will reprogram the device settings and will continue to monitor at this time. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the initial reporter first/last name (e1) in section e, initial reporter.

Event description:
It was reported that the field representative was contacted by the health care professional (hcp) who reported that the patient with this implantable cardioverter defibrillator (ICD) system had received inappropriate anti-tachycardia pacing (atp) burst due to t wave oversensing on the right ventricular (rv) lead. Technical services (ts) was consulted for further review of the stored episode. It was noted that the rv lead is a non-boston scientific lead. Ts reviewed the provided data and confirmed the inappropriate atp. Ts also noted that the patient appeared to have high sinus rates and a decrease in r wave amplitudes. Ts discussed possible findings with the field representative and recommended an in person visit for further evaluation. Subsequently, the field representative reported that the physician will reprogram the device settings and will continue to monitor at this time. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported that during a follow up visit, the ICD system was evaluated, and the lead measurements were found to be normal with good sensing measurements. It was noted that the patient had a history of inappropriate therapy caused by t wave oversensing with a previous device system. The clinic attempted to recreate the issue however were unable to. Xray images were taken. The images showed the non-boston scientific rv lead in position but with a slight slack. The clinic attempted to recreate the problem but were unsuccessful and cannot confirm if the slack observed on the xray is contributing to the issue. The physician reprogrammed the device settings. At this time, the ICD and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.